Event description:
The surgeon asked for a middle ear implant dornhoffer interpositional/porp w/titanium cradle, 3mm overall length 2mm functional length dense ha/titanium 3.2mm head. The outer box was completely sealed as well as the sterile inner package. There was no evidence of a break in sterile packaging. When the surgeon opened the sterile plastic tray lid in the operative field, a piece of bloody tissue was present along with the implant.